Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Surgeon cracked the adhesive vial and the glass came out and cut the surgeon. No medical or surgical intervention was required. Surgeon applied a plaster to her wound. Wound has been healed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned, d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences. No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Surgeon applied a plaster to her wound was medical or surgical intervention required? Not required. Was there any special diagnostic test performed? No. What is the status of the surgeon injury today? Wound has been healed. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No but she was continuously pressing the dermabond pen as she applied the product to express the glue. Can you identify the lot number of the product that was used? Unavailable as product has been discarded. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.